Event description:
Reporter indicated that intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading, indicating possible device malfunction. It was reported that the high lead impedance reading was obtained after new generator was connected to original lead. Pre-implant testing of the new generator was within normal limits, indicating proper function of the new generator. Neurosurgeon had only obtained pt consent for generator replacement due to end of service and not for lead revision, so the new generator was not implanted. The original generator was reconnected to the lead and the surgery was cancelled. Lead break is suspected. Investigation to date has been unable to determine whether the high lead impedance condition existed prior to generator replacement surgery or whether the lead was damaged during the generator replacement surgery.